Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 500 mg/dl due to bent infusion set cannulas. Her normal blood glucose range is below 200 mg/dl. She stated she would change the infusion site to lower her blood glucose. She also reported the infusion tubing was easily disconnected from the infusion site while sleeping. She stated, the adhesive was very stick and caused red spots on her skin. The patient did not require treatment from a health care professional or second party to address the issue. No product will be returned for evaluation.